Event description:
Event description guidant received information that during the implant procedure, initially this lead displayed a normal impedance and good sensing. After defibrillation testing the lead displayed loss of capture, and out of range impedance. The device interrogation was normal. The lead was explanted and returned for analysis.